Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit was not powering up due to a faulty printed circuit board. Additionally, the screen was noted scratched. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus high definition lcd monitor would not power up during preparation for a choledoscoscope procedure. According to the initial reporter, the intended procedure was completed using another monitor without any delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon of the device being unable to power on was unable to be confirmed. However, no image was found due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.